Event description:
As reported to coloplast but not verified, patient implanted with mesh on (B)(6) 2011. On (B)(6) 2013 patient felt a bulge where a small area of mesh was exposed. Mesh was trimmed by physician on (B)(6) 2013 and issue was resolved.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.